Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of fever and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain, recurring inflammation with swelling fever and a general feeling of illness. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient representative reported patient experience "pain, recurring inflammation with swelling fever and a general feeling of illness". Expander was implanted for over 6 months. Device was explanted. Affected side is right.